Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported her implant did not work for her symptoms. The patient stated her healthcare professional (hcp) dropped the ball and didn¿t tell her she could have pelvic floor therapy. There were no further complications that have been reported as a result of this event. The patient is implanted for fecal incontinence/sacral nerve stimulation and gastrointestinal/pelvic floor.